Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the luer lock. The customers blood glucose level was impacted above 250 mg/dl. The customer took a correction bolus via the pump to stabilize bg level. The customer was instructed on how to expel air bubbles by performing fill tubing.